Manufacturer narrative:
Qn#(B)(4). DHR review could not be conducted since the lot number provided 73l100054 is not a valid lot number. The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample was received with its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the stapler appears used as there is biological material present on the device. The staples appeared to be misaligned. The stapler was returned with 31 staples left in the cartridge indicating that at least 4 staples have been fired by the end user. Reference files (B)(4). Other remarks: for investigation photos. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "staples stuck" was confirmed based upon the sample received. The staples in the returned stapler are misaligned which is preventing the staples from moving down the track into the forming tool. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staples to misalign. However, the stapler was returned with 31 staples left in the cartridge indicating that the stapler was fired at least 4 times by the end user. No errors could be found in the assembly to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
While closing the skin the staples are stuck in the stapler when the handle is was pushed. There were no clinical consequences.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number provided 73l100054 is not a valid lot number. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
While closing the skin the staples are stuck in the stapler when the handle is was pushed. There were no clinical consequences.